Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "a custom coupling device of total knee and ipsilateral total hip arthroplasties after distal femoral fracture" written by liza e. Osagie, mbbs, and mathias p. G. Bostrom, md published by the journal of arthroplasty vol. 26 no. 8 2011 accepted by publisher 4 january 2011 was reviewed. The article's purpose was to report on a case report of a (B)(6) year old woman who had a right tha in 1995 (original implants unknown) and in 2001 received revision for loose femoral stem and thus received an uncemented srom stem revision arthroplasty. She developed a "stress reaction" at tip of stem eventually leading to subsided which then required revision to a non-depuy femoral component. No defects with acetabular components. She went on to experience other adverse events related to the non-depuy femoral component. Depuy product utilized: srom stem. Adverse event: bone injury, subsidence (treated by revision).